Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they slipped down the steps when they fell. They stated the ins was working, it was the pp that was not. The ins was still working but not as efficiently as their first unit. They had pain in their back and legs. They just had a myelogram and have another appointment on (B)(6) to address the pain that seemed to be getting worse. The patient stated they had done a lot of physical activity the past few days and today they could barely move. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient fell in (B)(6) 2017 and has been hurting a lot since then. They stated they went to the ER in (B)(6) and (B)(6). The patient also reported having poor communication on the patient programmer (pp) since then. On the call the patient was able to communicate without the antenna attached but not with. The patient was on 4.50v and the stimulation was on. A replacement pp was sent and the patient was redirected to a healthcare professional (hcp) to have the ins checked. No further patient complications were reported as a result of this event.